Event description:
A male undergoing elective laparoscopic sigmoidectomy for colon cancer, when the staple line was noted to be inappropriate. The stapler cartridge was changed and the stapler was reloaded. At the conclusion of the case, a temporary diverting ileostomy was placed. The pt tolerated the procedure and failed to evidence any sequelae post-operatively.